Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as the device was no longer functional. During the procedure, a rupture in the left cylinder was identified. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as the device was no longer functional. During the procedure, a rupture in the left cylinder was identified. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.